Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between june 1-3, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a small white particle floating about in the tpn (total parenteral nutrition) solution of the eva (ethylene vinyl acetate) bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had contamination in the solution. This was observed during inspection. There was no patient involvement. No additional information is available.